Event description:
It was reported that patient presented remotely via merlin.net with episodes of auto mode switch. Upon review, the mode switch event was caused by far-r oversensing from bi-ventricular pacing. Programming changes were discussed but will not be implemented until the patient's next follow up. No further information is available at this time.